Event description:
Reporter stated that a patient capillary sample was measured, using the suspect device, with results of 452 mg/dl and 243 mg/dl (back-to-back tests). Reporter stated that a venous sample, obtained from the same patient, was tested in the facility's lab within 30 minutes with a result of 432 mg/dl. Reporter noted that patient was not treated based on the results obtained on the suspect device. Quality control testing was reportedly performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.